Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was patient rep reported in the last couple of days the patient was hurting and the pt noticed the implant (ins) turn it self off. Caller said the patient charged their ins battery up to 100% last night and now it was down to 70% so it already lost 30% charge. Agent reviewed the battery usage depends on the pt therapy settings. The patient was redirected to their healthcare provider to further address the issue. Caller also reported for the last couple months it was getting hard for the patient to charge their implant (ins). Caller said a couple of times an error had come up and they had to remove the battery and putting it back in to rest it, and it charged and works fine. During the call, agent had the caller reset the controller. Caller said the controller battery was 100% and ins was 70% charged. Caller said the pt charged their ins last night up to 100%, and now it was down to 70%. Agent had the caller start the ins charging session, and the caller confirmed the ins was charging in an excellent connection. Agent advised the external equipment was working as normal. The troubleshooting steps that were taken on the call resolved the charging issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.